Event description:
Pt reported infusion set adhesive not sticking to his body. He indicated that he discovered the issue as a result of elevated blood glucose of 400 mg/dl. His normal range is generally lower than 150 mg/dl. Pt stated that he administered an insulin injection to address the issue and changed the infusion site. He reported experiencing symptoms of muscle cramps and vision impairment. No medical treatment was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.